Manufacturer narrative:
One cadd® cadd®-solis vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "lec46876". A visual inspection revealed a pump in good physical condition. The event log did not reveal customer's reported problem. The recorded last error code in the device is 46876. This error code is in reference to self_test_novam_crc. The circuit board was corrupted and was replaced. What caused the reported problem was a corrupted circuit board. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump had error code lec46876. It is unknown if there was patient involvement.

Manufacturer narrative:
From additional information provided by reporter; no patient was involved with this event.